Event description:
It was reported that the pt is not reacting to sound. Testing was carried out which showed 10 electrode channels with status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.